Event description:
The nurse reported to the sales rep, that "during a surgery, while putting in place a reamer 9.5 diameter, once introduced into the guide, it was completely blocked. It was impossible to retrieve it without removing the guide." The surgery was completed without delay or adverse consequences for the patient.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: evaluation revealed the reamer to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The jamming of the guide and reamer was caused by incrusted residues of bone marrow. If the bone marrow got incrusted during sterilization after the surgery was finished or pre-operatively could not be determined due to missing information. The functional test revealed that the reamer inner diameter is not damaged. The IFU and the reprocessing guide include that all reusable instruments shall be cleaned after every surgery. No discrepancies were detected during risk analysis review.

Event description:
The nurse reported to the sales rep, that "during a surgery, while putting in place a reamer 9.5 diameter, once introduced into the guide, it was completely blocked. It was impossible to retrieve it without removing the guide." The surgery was completed without delay or adverse consequences for the patient.